Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 277008, expiration date 11/30/2010). Caller did not provide information regarding the compact plus system.

Event description:
Customer reportedly received result of 27 mmol/l on the mobile system and 8 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.